Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link needle-free connector came loose and leaked. The customer reported that where the patient "went home connected to a chemotherapy infusion that became loose and leaked all over the patient." The customer stated the time when chemo had leaked on the patient there was no subsequent adverse events associated. No additional information is available.